Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarms were noted. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on april 7, 2018 with blood glucose of 36 to 39 mg/dl at the time of the incident. The customer went as high as 468 mg/dl, corrected with a bolus and drinking water, and dropped to 36 mg/dl. The customer was at 90 mg/dl at the time of admission, 180 mg/dl at the time of discharge, and 358 mg/dl at the time of the call. The customer used tea and biscuits to treat. The customer experienced symptoms such as loss of consciousness and belligerence. The customer also had high blood pressure due to fighting the paramedics when they regained consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer's blood glucose levels were high throughout the weekend, and the customer changed their set 7 times. The customer had issues with insulin flow blocked alarms. The customer treated the highs with the pump and manual injections. The insulin pump will be returned for analysis.